Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the patient's left hip was revised after patient complaint of pain. Pre- and intra-operatively, the following were noted: head dissociation, trunnion wear, liner wear. Patient was revised to a restoration modular stem construct with ceramic head and x-3 liner.